Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels (values not provided). Customer declined tandem technical support's offer to trouble shoot and customer declined to provide further information.